Manufacturer narrative:
(B) (4). Based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments (B) (4) in (B) (4) as per specifications. The inability to cover the complete perforation can be as a result, but not limited to, physician's technique (selection of device size/type, coronary lesion anatomy (lesion location, tortuosity, presence of calcification), foreign bodies (presence of previously deployed devices) or a pre-dilatation strategy.

Event description:
Device issue: leak. Time of device issue: during the procedure. Adverse event: treat the perforation. Onset of adverse event: during the procedure. It was reported that post stent deployment of 15 year old lad graft, the vessel perforated. An attempt was made to treat the perforation with the graftmaster stent; however, it did not fully seal the perforation. The pt was transferred to another facility, (B) (6) for a redo of the graft (CABG) and to treat the perforation. There were no reported adverse pt sequelae.